Event description:
It was reported that the user received a sensor error with libre 3 plus that resulted in signal loss to the ilet, and an agent provided troubleshooting guidance and education on what to expect. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no interruption to therapy and no need for medical care. Investigation included technical support review and user education regarding sensor error handling and communication loss. Investigation of this case revealed a transient sensor communication issue without evidence of device malfunction or patient harm. It was concluded that the event was non-serious, resolved with guidance, and did not require further action.